Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image not displayed occurred due to faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and repaired on-site by a field service technician, and is not expected to be returned. The customer's allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported by the customer that there was a no image issue when using the evis exera iii video system center product. The issue was found during preparation for use. There was no report of patient harm or injury associated with the event.